Manufacturer narrative:
This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states. The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this lead was attempted to be positioned for left bundle branch area pacing (lbbap). The lead was positioned four times without issue; on the fifth attempt, the helix was partially extended and became entangled with myocardial tissue. The helix would not fully extend or retract, and broke off in the ventricular septum of the patient. The damaged lead was removed and a non-boston scientific lead was implanted to complete the procedure. No adverse patient effects were reported. The attempted lead was expected to be returned for analysis.

Event description:
It was reported that this lead was attempted to be positioned for left bundle branch area pacing (lbbap). The lead was positioned four times without issue; on the fifth attempt, the helix was partially extended and became entangled with myocardial tissue. The helix would not fully extend or retract and broke off in the ventricular septum of the patient. The damaged lead was removed and a non-boston scientific lead was implanted to complete the procedure. No adverse patient effects were reported. The attempted lead was expected to be returned for analysis.

Manufacturer narrative:
This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states. The product has been received for analysis. This report will be updated upon completion of analysis. Upon receipt at our post market quality assurance laboratory, this lead was thoroughly inspected and analyzed. Visual inspection revealed that the helix was completely broken at the point where it exits the tip of the lead. The distal portion of the helix tip was not returned. The helix mechanism was not tested due to the break and dried blood/body fluid in the helix housing. High magnification microscopic analysis of the broken helix surface showed characteristics consistent with torsional overload. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to position and reposition the lead caused the helix to break.